Event description:
A customer reported an issue with a cartridge alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and arranged for a replacement pump to be sent. The pump was under warranty, and the customer was instructed to use a backup insulin pump for uninterrupted insulin delivery. Additionally, the customer was guided on returning the problematic pump and advised on setting up the replacement pump, including programming settings and connecting their cgm.